Manufacturer narrative:
(B)(4). Review of the device history record identified no issues during the manufacturing or release of the product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. Awaiting additional information on if sample will be returned: awaiting additional information from sales rep to determine if sample will be returned. A complaint investigation will be performed. Unknown if complaint product will be returned for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient has had multiple spine surgeries since 2011? Had a posterior l3-5 spine fusion with another company started to develop l5-s1 symptoms surgeon performed an alif with synfix then had to posterior fixate from l3-pelvis. Developed an issue at l1-2 which surgeon addressed from a lateral with globus expandable cage and re-instrumented posterior t10 to l3 with the inline connector/rod to attach to l4-pelvis constructs. Removed the l3 screws placed screws at l2-t10. Patient has developed a nonunion at the l1/2 space. A pedicle screw has broken at l2 and inline connector/rod has disengaged. There was a broken z rod on other side. Driver broke during revision.